Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the programmer was thoroughly analyzed. Analysis indicated that the programmer could not be turned on. Visual inspection noted an electrical overstress in the input/ output (I/o) printed circuit board (pcb). Moreover, parts of the external outer housing were cracked. The programmer was repaired, cable assembly was removed and pin housing was installed. No further anomaly was found.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the programmer could not be turned on. The programmer was left unplugged and was turned on again. However, the programmer had a burnt smell. The programmer was disconnected from the power and will be sent for analysis. This programmer will be returned. No adverse patient effects were reported.